Event description:
The iab was inserted into the pt on 12/26/97 at 11:00 a.m. And removed on 12/28/97 at 9:00 a.m. The iab did not malfunction. The pt had major ischemia and a vascular surgeon was consulted. Also, the pt had pulse loss and required fem/fem bypass. Event complications: major ischemia/pulse loss/surgery required-rpt'd 1/28/98. Pt's current status: unk-rpt'd 1/28/98.